Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of everflo that the patient alleges that he/she noticed a burn on his/her face due to typical checkup appointment and patient confirmed that there was an accident. The patient stated he lit a cigarette with oxygen on. The oxygen goggles then caught fire causing a superficial burn to his face. The patient went to the emergency room on (B)(6) 2023 for a treatment of his/her facial burn and was discharged that day. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.